Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.75 x 38 mm synergy stent was deployed from the distal left main into the lad at 16 atmospheres. However, a dissection was noted distal to the deployed stent. A 3.0 x 38 synergy drug-eluting stent was then advanced for treatment but encountered resistance at the distal portion of the deployed stent. When the device was pulled back towards the left main, more resistance was encountered and the shaft broke, leaving the stent with a portion of the balloon inside the patient. Snaring was attempted but the broken fragment could not be removed and the procedure was aborted with no further patient complications reported. The patient was stable and was scheduled for a surgery.